Event description:
Customer reported to baxter (B)(4) of a vialmate that was observed to be loose. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a vialmate that was observed to be loose was confirmed during sample evaluation. The actual sample was available at the plant for evaluation. Visual inspection revealed that the samples were unlocked. Vialmate was dismantled for further inspection. During examination of the vialmate, it was noticed that the vialmate locking system was loose. Since the returned vialmate was already unlocked, the unlocking force could not be tested. The assignable root cause of the reported condition is due to measurement issue at the manufacturing facility. Additional information: batch file review was not possible, since batch number provided was not recognized. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.